Event description:
Patient was revised due to loosening and poly wear.

Manufacturer narrative:
Examination found evidence suggesting device loosening in vivo. Polyethylene wear was confirmed. The investigation could not draw any conclusions about the root cause of the device loosening and polyethylene wear, as device alignment, length of implantation and the method of sterilization could all be contributing factors. Based on the investigation findings, the need for corrective action was not indicted. In addition, the product codes are discontinued items. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.